Event description:
It was reported that the battery started to smell like it was burning during a procedure. The account had a back up on hand to complete the procedure with no allegation of adverse consequences alleged.

Manufacturer narrative:
The device has not yet been returned to the MFR for investigation. When the device is received, a quality investigation will be performed and a follow up report will be filed.